Manufacturer narrative:
The suspect lot number: lot h18g12042, expiration date: 01/12/2021, UDI # (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the amia cassette leaked from an unspecified location. This occurred during peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : the device was received for evaluation. A visual inspection noted the cassette was returned without the heater bag tubing connected to the cassette port. Functional testing identified a leak from the missing lead of the cassette. The reported condition was verified. The cause of the leak was due to the disconnected tubing. The cause of the disconnected tubing could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.